Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a chronic catheter placement procedure using navarre universal drainage catheter. During the procedure, the catheter broke at the connecting hub, and a leak was also identified. It was further reported that the hub was completely broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two (2) 8f navarre drainage catheter locking pigtail segments were returned for evaluations. Visual, microscopic and functional evaluations were performed on the returned devices. The sample 1 appeared to have residue throughout. A crack was noted on one side of the catheter hub. The missing hub piece was not returned. The edges of the crack on the catheter hub were noted to be uneven. The surface appeared to be granular with residue throughout. The sample 2 appeared to have residue throughout, a crack line was noted on one side of the catheter hub. The edges were noted to be uneven. The surface could not be determined due to crack not completely broken in two. Therefore, the investigation is confirmed for reported fracture and fluid leakage issues for both the devices. The reported material separation issue is confirmed for first device and remains inconclusive for the second device as only a partial crack was observed on the received sample. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2026, a patient underwent a chronic catheter placement procedure using navarre universal drainage catheter. During the procedure, the catheter broke at the connecting hub and a leak was also identified. It was further reported that one drain broke during placement, and another drain broke during sclerosis of a cyst with alcohol flushing. The procedure was completed using another device. There was no reported patient injury.